Manufacturer narrative:
Manufacturer narrative: investigation is currently in-process. No root cause has yet been determined. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. No issues were found with the console. How the errors occurred remains undeterminable as no problems were detected during testing.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure visibility was lost with the aquabeam scope post insertion into the aquabeam handpiece. As the aquabeam scope was being removed from the handpiece it became stuck and broke off; therefore, both devices were replaced with new units and the procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
H.10 additional manufacturer narrative: h.3 device evaluation by manufacturer: the aquabeam handpiece was returned for investigation. Functional testing of the returned handpiece was unable to replicate the reported when a demo scope was inserted into the handpiece, latched, and moved as expected. The demo scope was able to be translated in the handpiece and removed from the handpiece without any issues. The reported failure could not be confirmed and hence root cause cannot be determined. The aquabeam robotic system user manual, um0101 rev. F, states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup using the knobs on the carriage, advance the aquabeam scope forwards (distal) and backwards (proximal) to ensure that the aquabeam scope is fully engaged with the aquabeam handpiece. The scope tube tip should move forwards and backwards in concert with the movement of the aquabeam scope. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 22c03200 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.